Manufacturer narrative:
Additional information: b5 - it was later reported that the lens was explanted on (B)(6) 2022. Later the on the same date a replacement lens of a shorter length was implanted and this resolved the problem. Claim#: (B)(6).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -13.5/+1.0/87 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The patient experienced excessive vaulting. Lens remains implanted.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).